Event description:
It was reported that during a breast biopsy they were not getting any samples during activation of the cutter. They changed holsters and completed the case with no consequences to the patient. No holster being returned for repair.

Manufacturer narrative:
Information is unavailable, device was not returned for evaluation.